Event description:
Per the clinic, the patient experienced a magnet dislodgment from its pocket. Subsequently, surgery was performed on (B)(6) 2026, under general anesthesia to remove and replace the implant magnet. The implanted device remains.